Manufacturer narrative:
(B)(4). The device was evaluated and the issue was identified through review of the event history logs. This complaint is an ancillary service event. The cause was unable to be determined. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified as a high drain alarm 103 (night drain cycle three) alarm. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6). 2013 at 13:57:01. No additional information is available.